Manufacturer narrative:
Terumo did not receive the actual device; however, further investigation is necessary. Terumo plans on submitting a f/u report when more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the heat exchanger would not hold volume. The customer suspected that the over-pressurization line was incompetent and leaked the volume into the cardiotomy. The product was changed out, there was no blood loss, and surgery was completed successfully. There was no delay in surgical procedure. There was no pt harm.